Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The tip of the electrode (metal plate) has fallen into the shoulder as the electrode was pulled out and remained in the subcutaneous tissue. This was not noticed by the surgical team and only came out with an x-ray. Dr. (B)(6) had not been immediately aware of the electrode tip been left in the patient. It was not until another incident of (B)(6), where the tip of the electrode had fallen, that dr. (B)(6) had become aware that the metal piece he saw in the x-ray was the electrode tip. The patient was not operated again and sent home with the hint that a metal piece remained in his shoulder after surgery. Additional information received via email from the affiliate on 12-21-16 for (B)(4). The surgeon did not realize at all a tip was left in the patient. The x-ray was part of the follow-up which is done regularly to see how everything is healing.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.